Event description:
A review of service data detected a reportable event. Upon service investigation of battery pack (B)(4), the battery was unable to charge. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. Upon eval, the battery would not charge when put into the charger. Liquid contamination was found inside the battery pack. The root cause of the contamination cannot be positively identified, but was likely a result of liquid ingress. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any problems.